Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as it exhibited a lead conductor fracture and high shock impedance out of range. The lead was successfully replaced. No additional adverse patient effects.